Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider sporadically reproduced the reported condition.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen. There was no patient involvement. One single computer board (sbc) board for the newport ht70 ventilator was evaluated. Details regarding a visual inspection were not provided. Service center technician reported the sbc board was placed into a known-good failure investigation (fi) test unit. After powering the unit on, the device froze on the six-image screen. The reported condition was confirmed. Product does not meet medtronic specification.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.